Event description:
The customer experienced an over infusion during patient use. The fill volume of the device was 96ml. 15 ml of medication was observed in the device when baxter received the device. The contents of the device were 90ml of 5-fluorouracil (4300mg) and 6ml of normal saline. The patient received the volume of solution within 30 hours instead of 48. The patient experienced anxiety and sternum pain. The symptoms disappeared the next day. The patient is connected to the device through a central catheter on the chest. No patient injuries or medical interventions were reported with this event.